Event description:
A nutrition bag compounded using the em2400 compounder was reported to be missing an ingredient; this bag was used during patient infusion. The ingredient was to be manually added into the bag instead of being compounded. The customer claimed they were confused because the manual addition could not be recognized on the mixcheck report. The customer was able to provide copies of the mixcheck report, which provided details about the compounding process for the orders. A review of the mixcheck report showed the checking pharmacist did not sign or initial that the ingredient was manually added to the bag. A review of the em2400 compounder manual instructs the user to print a mixcheck report for every order and have a pharmacist view and approve the report. No report of patient injury. No additional information is available at this time.

Manufacturer narrative:
The reported event was determined to be a user error issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. Should additional, relevant information become available, a supplemental report will be submitted. This event is logged under complaint file number-(B)(4). Device not available for return.